Event description:
The customer's family member reported that the customer blood glucose reading was 500 mg/dl. Troubleshooting was declined. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. It was advised that the customer use insulin pens until the new insulin pump arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump was received with minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip and scratches on the reservoir tube window.